Manufacturer narrative:
Occupation: reporter is a j&j sales representative. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, a variety of broken items found by sterile processing department (spd) staff while cleaning during routine inspection. The metal tip of depth gauge for small screws was broken off and outer body of depth gauge was crushed. There was no patient involvement. This report is for one (1) depth gauge for locking screws to 100mm for im nails. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 03.010.072. Synthes lot # 47565024. Supplier lot # na. Release to warehouse date: august 16, 2004. Manufactured by synthes brandywine. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge f/lock-scr meas-range-110 f/ (part #: 03.010.072, lot #: 47565024) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the tip of the device was slightly bent. No other issues were identified with the returned device. Device failure/defect identified? Yes. Specified dimensions: tip od proximal to bend. Measured dimensions: tip od proximal to bend = conforming. Document/specification review: the following current and manufactured revisions were reviewed: locking screw measuring device for 188mm sleeve. Slider assembly locking screw measuring device. Hook slider assembly. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint condition was confirmed for the received device as the tip of the device was bent. However, no broken features were observed. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.